Event description:
The customer contacted abbott for hemoglobin "syringe fail to home" error messages generated on the cell-dyn sapphire hematology analyzer. The customer reported the error has been occurring multiple times per day over several days. The customer stated they are able to clear the error message for a short time. The abbott customer technical advocate (cta) recommended the customer remove syringe to evaluate, and the customer reported the syringe plunger moved with difficulty but did not have a syringe to replace the faulty syringe. The cta sent the customer a replacement syringe and no further error messages were generated when the new syringe was installed. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Cell-dyn sapphire hemoglobin syringe, list # 8h49-02. Date received by manufacturer : the date received by manufacturer in the initial medwatch submission for this complaint was incorrect. The correct date received by manufacturer was (B)(4) 2008. This follow up MDR for remedial correction (B)(4) is submitted late. The cell-dyn sapphire hemoglobin syringe, list number 8h49-02, was manufactured on (B)(6) 2007 and was identified by the vendor to have been manufactured with insufficient or inconsistent amount of silicone lubricant applied to the tip of the syringe plunger. The affected syringes with a package date of (B)(6) 2007, caused the cell-dyn sapphire analyzer to generate an error message upon installation of the syringe or shortly thereafter. The cell-dyn sapphire hemoglobin syringe was distributed for the cell-dyn sapphire analyzer only and did not impact other cell-dyn analyzers. The issue was resolved when a new cell-dyn sapphire hemoglobin syringe, list 8h49-04, was manufactured by a new vendor and released for distribution on (B)(6) 2009.